Event description:
Patient was receiving electrotherapy treatment when she began complaining of an excessive shocking sensation. The clinician immediately stopped the session to address the patient comfort. The clinician changed the electrodes and the lead wires. The clinician proceeded to restart the treatment. Upon the restart of the treatment, the patient began complaining of the same excessive output sensation/discomfort. The patient receives electrotherapy treatment on a routine basis. The patient had never reported any adverse reaction electrotherapy. The patient was being treated for lower back pain. The clinician was applying electrotherapy modality to the area. The prescription of a electrotherapy applied by the clinician was four pole interferential at an intensity of less than 20ma. The waveform was delivered to the patient using 2 inch round carbon electrodes. The clinician used a thin moist sponge between the carbon electrode and the patient. The patient will make a full recovery from the incident.